Event description:
It was reported by customer that on (B)(6) 2011 there was diminished fiber vaporization at 335,183 joules. Additional info reported by the customer was during set-up. The aim test was performed and the beam was visible. The event occurred while inside of the pt but did not cause any issues. The user did not experience any injury from use of the system. No error codes were displayed on the console when this occurred. No pt injury was reported.